Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 7 of 7 MDR's filed for the same patient (reference 1825034-2016-01481 / 01483, 3006946279-2016-00067, 1825034-2016-02108, 02119, & 03162). Product location unknown.

Event description:
Patient underwent a right hip revision procedure approximately seven years post-implantation due to unknown reasons.